Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip jumping open during establishment of final arm angle. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation grade 4+. A mitraclip ntw opened during the first establishment of final arm angle (efaa). It slowly opened from 20 degrees to about 60 degrees, then jumped open to about 120 degrees. It was noted that when closing and locking the clip the physician over tightened the lock. The clip was removed and two replacement mitraclips were implanted, reducing the mr to grade 2+. There was no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. The reported improper or incorrect procedure or method (user error) during use could not be replicated in a testing environment a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). The user error was due to user overtightened the lock during closing and locking the clip. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). It should be noted that the eifu, mitraclip system gen 4, u.s. (El2119397, revision b), step 30.2 warns ¿do not use excessive force closing the clip further than necessary to adequately reduce mr. Leaflet injury may occur. Do not close the clip too tightly as it may result in leaflet injury or inability to deploy the clip. Inability to deploy the clip may result in worsening mitral regurgitation, cardiac injury, single leaflet device attachment (slda), and/or conversion to surgical intervention¿. In this case, it was reported that the user overtightened the lock during closing and locking the clip, which is a deviation from the instructions for use; however, it is undetermined if this deviation caused or contributed to the reported issues; therefore, an in-service to address the deviation from the instructions for use will not be requested.